Event description:
The customer called reporting that they received an error 4 message on their freestyle meter. While doing troubleshooting with customer service it was discovered that their locked meter had become unlocked and the unit of measure was selectable. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.